Manufacturer narrative:
The reagent lot number and the expiration date were requested but not provided. The field service engineer inspected the module and found that there are damaged rinse tubings caused the precision issues and alarms for the assays. He replaced this part and confirmed stable results after the replacement. The investigation determined that the identified damaged cell rinse tubings caused the event. The investigation determined that the service actions resolved the issue.

Event description:
The initial reporter received a questionable hdl-cholesterol gen.4 assay result for one patient sample tested on the cobas 8000 c702 module. The initial result from the module was 102 mg/dl. The initial result was deemed falsely elevated. The repeat result from an alternate c702 module was 48 mg/dl. The repeat result was deemed correct.